Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing between the 8 cm and 9 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Additionally, compression style damage was observed between the 3 cm and 6 cm depth markers. A review of the customer provided event information indicated that a securacath device was used as a PICC securement technique near the area where the compression damage was observed. Therefore, it is likely that the compression damage was caused by the securacath device. The proximity of the compression damage to the split also potentially indicates that the securacath may have contributed to the development of the fracture in the catheter tubing; however, this could not be confirmed. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. A measurement of the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported "I removed a broken power PICC 27.08.24 as leaking noted when attached tpn. Patient on home tpn and self administers, on the evening of friday 23rd august when she came to connect her tpn she noticed leaking from the exit site. Didn¿t commence tp and presented to urgent care. She was admitted there over the bank holiday weekend, they didn¿t use or touch the line. After a phone call to nutrition team on tuesday 27th she was discharged from the facility, attended our clinic and I reviewed the line. Required new PICC insertion." Single lumen power PICC solo rejq1564, inserted 13.08.24 into right brachial vein, trimmed to 49cm, inserted to 6cm at skin, securacath insitu, vein occupancy 13%. Never used for CT scan and not x-rayed while insitu. Never required unblocking. Removed 27.08.24 but leaking noted 23.08.24, not used between those dates until checked by me on 27th and confirmed leaking as soon as flushed with saline. Leak from hole in line at 8.5cm additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC was used for nutrition and was in use for 10 days. There are no xray images available for this even. Catheter site was cleaned with chloraprep (3ml chloraprep)

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported "I removed a broken power PICC (B)(6) 2024 as leaking noted when attached tpn. Patient on home tpn and self administers, on the evening of friday (B)(6) 2024 when she came to connect her tpn she noticed leaking from the exit site. Didn¿t commence tp and presented to urgent care. She was admitted there over the bank holiday weekend, they didn¿t use or touch the line. After a phone call to nutrition team on tuesday 27th she was discharged from the facility, attended our clinic and I reviewed the line. Required new PICC insertion." Single lumen power PICC solo rejq1564, inserted (B)(6) 2024 into right brachial vein, trimmed to 49cm, inserted to 6cm at skin, securacath insitu, vein occupancy 13%. Never used for CT scan and not x-rayed while insitu. Never required unblocking. Removed (B)(6) 2024 but leaking noted (B)(6) 2024, not used between those dates until checked by me on 27th and confirmed leaking as soon as flushed with saline. Leak from hole in line at 8.5cm.